Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: (B)(6). E3: occupation: interventional cardiologist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. The distal end of the angio-seal sheath was pinched since the delivery system could not be advanced; therefore, the angio-seal could not be deployed and sent back. The procedure prior to use of the angio-seal was percutaneous coronary intervention (pci). The blood loss was less than 250cc. Additional information was received on 09oct2025: the procedure sheath used was 8 french. The pinched distal end of sheath was found to be pinched inside the packaging itself. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There was a pre-deployment angiogram performed. The patient condition was stable. Hemostasis was achieved by manual compression.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 8 french angio-seal device was returned for product evaluation. The returned device included the header bag, hemostasis sheath, arteriotomy locator, wire, guide and carrier tube. The device was visually inspected and found to have been in unused condition and there were no visible signs of blood. No device damages or issues were noted. The complaint could not be confirmed for a damaged sheath as there was no damage/issue were noted with the returned sample. The exact root cause was unable to be determined. It is possible that the user mistook the design of the sheath tip as damage. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).